Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that they were hospitalized for a high blood glucose level. The level at the time of the hospitalizations was 700mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with cracked case at the display window corners, reservoir tube lip and battery tube threads, and minor scratched lcd window.